Event description:
It was reported that during device interrogation, it was noted via monitor transmissions that there were several instances in which the left ventricular (lv) lead threshold was not measured. Diagnostic testing was performed and the lv lead remains in use. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).